Event description:
The surgeon secured the device to the pt's head and to the table. The pt's head moved down and the surgeon noticed the lock was in place, however it was unlocked. The surgeon relock the clamp. Once the device was relocked, it remained in the locked position.